Manufacturer narrative:
(B)(4).

Event description:
It was reported that a not pacemaker dependent patient presented for post-implant follow-up. X-ray revealed lead dislodgement. The lead was repositioned. The patient was stable post procedure.